Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The reporter claimed that the pump screen would intermittently begin flashing on and off, despite pressing the keypad buttons. The reporter claimed that the keypad was intact with no rips, tears or peeling. There was no adverse event associated with this complaint.